Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377875 lot# v003909, product type lead product ID 377875 lot# v003909, product type lead product ID 377875 lot# v003909, product type lead product ID 377875 lot# v003909, product type lead. (B)(4).

Event description:
It was reported, the lead impedances were all greater than 40,000 ohms intraoperatively and they were unable to activate the stimulation. It was noted the patient was being consulted for a paddle lead surgery. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received from the health care provider reported that the cause of the event was ¿interrogation¿ and the event was attributed to the implantable neurostimulator (ins) and the lead. It was noted that the revision was pending. It was noted that the patient did not require hospitalization as a result of the event.